Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 60 and blood glucose was 176 mg/dl and 400 mg/dl. Customer reported that threshold suspend went off past threshold limit which was 65. Customer also received a calibration error alarm. Troubleshooting was performed and customer was advised on proper calibration techniques. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.